Event description:
The physician was treating a male pt who was transferred from an outlying hosp after 5 days. On admission at referring hosp, the pt had a nihss score of 4-5 and displayed slurred speech, but was ambulatory. The mr showed cerebellar infarcts and occipital infarcts suggesting vertebrobasilar disease. The pt abruptly decompensated and was transferred to clinic foundation. Following the diagnostic angiogram at the clinic foundation, it was noted that both vertebral arteries were tortous and the right vertebral artery had stenosis in 2 areas. The occlusion was located at the proximal basilar artery and the left vertebral artery was used for access to the occlusion. A concentric medical balloon guide catheter was not used, due to tortuosity of the vertebral artery. A 6f mdf guide catheter (not manufactured by concertric medical) was used instead. The physician administered 2000 units of heparin and 6mg reopro prior to use of retriever. The physician crossed the lesion with a transend platinum guide wire (not manufactured by concentric medical) and placed the microcatheter distal to the occlusion. Contrast injection confirmed the distal basilar artery was open. The physician deployed a concentric retriever l5 as indicated in the instructions for use without torquing. The physician commented that the retriever l5 "did not deploy as expected" and the most proximal loop looked very small. During pull back, the clot did not seem to move and the l5 seemed to be stuck. The physician pulled back on the retriever very slowly and observed the basilar artry being displaced 1.2 to 2cm. The physician indicated that he had no option, but to continue pulling the retriever to remove it from the pt despite the dsiplacement of the basilar artery. Upon the completion of the single pass, there was no clot retrieved. The basilar artery was open, but there was intraluminal thrombus present (not stenosis per the physician). Both icas (off the basilar; not the internal carotids) were occluded. Distal emboli were noted in the cerebellar and pons regions. The physician was concerned about hemorrhage secondary to tearing/rupture of the perforators due to the deflection of the basilar artery. He did not attempt to re-sheath the retriever l5, while it wa in the basilar artery as it is not recommended. A CT scan performed the next day showed posterior fossa subarachnoid hemorrhage. The pt subsequently expired.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci balloon guide catheter 9f devices that were shipped to the site, lot numbers 32310, 32361, 32450, and 32530, were reviewed and no anomalies were found that are related to this complaint.